Event description:
During a premature ventricular contraction procedure, an arrhythmia occurred requiring defibrillation and intubation. A cardiac tamponade also occurred during the procedure due to complications of the pacel bipolar pacing catheter used during CPR resulting in death of the patient 24 hours later. The lv and ao were mapped using an advisor hd grid catheter, then the tacticath ablation catheter se was advanced into the aortic arch but not deflected. The targeted ablation location was the left ventricle. Before crossing the aortic valve, the tacticath ablation catheter se entered the left main stem coronary artery ostium with high force. Then the tacticath ablation catheter se was pulled back and ultimately removed. The patient¿s ECG was then ischemic, and the heart rate slowed. The temporary wire was inserted into a veinous sheath. Then there was a period of resuscitation, for vt and vf requiring cardioversion as well as CPR. The left main coronary artery initially was completely occluded but was eventually accessed and stented to restore flow down the lad. Canulation of lca for pci was difficult and dissected. None of the electrophysiology hardware was in the heart at this time. The pericardial effusion was then noted on echo following resuscitation and a pericardial drain inserted. The patient went to surgery because the effusion would not stabilize. There was substantial blood loss during surgery due to the cardiac tamponade caused during CPR with the pacel bipolar pacing catheter inserted and the patient expired the next morning.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.